Manufacturer narrative:
Technician found bed in basement shop. Found: all casters swivel when brake is set. Caster wheels stay locked and do not roll. Brake pedal stays locked. Replaced casters to resolve this issue.

Event description:
Complainant alleged that all casters swivel when brake is set.